Manufacturer narrative:
D10 concomitant products: sig60axt tri 2.0 sig60axt 60 xtra thk 15mm - (lot#n4g1893y); sigphandle sig power sigphandle handle - (serial#unknown); unk-sigadapt unknown signia egia adapter - (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the surgeon attempted to fire the first 60 mm black reload with seam guard to start dividing stomach. The reload only advanced about 1.5 cm and stalled. The surgeon removed the stapler and reload and took a photo of it. The used seam guard remained at the first staple line. The surgeon then used the second 60 mm without the seam guard to staple across the staple line. The second reload only advanced about 3 cm and then stopped. The surgeon requested a 45 black reload with adifferent adapter to fire over the same attempted staple line, and the surgeon completed the surgery with no further issue.